Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0417625v, implanted: (B)(6) 2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of multiple back operations. It was reported that the patient had no anesthesia during the implant procedure and the doctor started the procedure at t12 even though the trial was at t9. The patient stated that their legs were swinging, they were swearing and got 3 epidurals. The doctor tried t12-t10 before finding that t9 was the best location. The patient was not admitted that day and left swearing. The patient's therapy never worked since the start, and they stated that 1 lead did not work. The patient discussed with a manufacturer's representative (rep) and said that all they told them was that their battery would last twice as long . The patient hasn't had the ins on in years. The patient stated that they lost 80 pounds and the ins is now protruding, but hasn't broke the skin. The patient wants the ins removed for an unrelated MRI, but when they went to see their healthcare provider (hcp) they did a chest x-ray and that the x-ray/operative report does not match the "medtronic file". The patient said that they actually have the lead that is more difficult to remove and noted that he operative report shows laminectomy. Patient services inquired if it was a paddle lead and the patient confirmed. The patient needs to be referred to a different surgeon to remove if possible. The patient was sent hcp listings in their area. The patient wants to get an MRI that is not related to the device or therapy. The patient fell and has excruciating leg and back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device never worked from the day it was implanted. The hospital and the rep should be able to provide the information regarding the weight. The hcp told the patient at the post op surgery that their device will last twice as long with the settings. Further clarification was provided that device longevity was not an issue but it was just that the hcp and rep were focused on making the device last longer and not address the issue of device not being helpful for the patient or making sure the lead was working correctly or not. Patient declined to provide the weight stating it was many years ago. Patient provided their current address. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.